Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that she went to program 2 and that was what she left the hospital with on (B)(6) when she got the implant. She stated that she has tried programs 2 and 3, but then realized she was supposed to stay on program 2 and increase stimulation, so she went back to program 2, but it did not help much with the bowel issue, but did help the bladder a little bit so she was trying to figure out what to do because she was in full retention and wanted to get off of catheters. The patient did confirm that the therapy has been helping, but not as much as she wanted, and was now clarifying that program 1 helped with bowel but not bladder. When the patient was asked to clarify when the issues started, she stated it was most recently, she was improving and then she plateaued, it happened about a week and a half prior ((B)(6) 2019). The patient further stated her manufacturer representative (rep) told her that the program she used during my trial was not on their current device and she wanted to get that one on the implant. During the call, it was realized the patient was stating that the trial was helpful, but the permanent implant was the device she has been having these problems with. No further complications were reported or are anticipated.